Event description:
It was reported that the collet would not accept large and small pins and the pins would occasionally stick. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause was the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.